Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative via crts (customer response tracking system) regarding a (B)(6) year old male patient receiving fentanyl (306ug/day, 960ug/ml) via an implanted infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 the manufacturer's representative was made aware by the healthcare provider (hcp) that the patient had a red rash on the outside skin by the patient's pump pocket site area was that gradually appeared with an unknown onset date, and per the reporter they were "pretty sure" it was from the pump. The patient thought it may have been a reaction to the metal from the pump and wanted to know if any changes had been made to the materials. A revision was planned to take out the pump, add the pouch, and place it back in the pump pocket. Follow up was conducted for further information; if additional information is received a follow up report will be sent.